Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported by rep that they received call from healthcare professional (hcp) during intra-op attempting to remove ins and lead for an MRI. Hcp explained the lead broke above the tines and was unable to get it out. Hcp then called rep who wanted to know if there was further information/suggestions. An educational brief and explanation of the dissection and massage technique was given. More information received from rep, they reported hcp got everything out. On 2019-aug-15 additional information received. Manufacturer representative (rep) reported that hcp was able to remove the entire lead. No patient information was provided by hcp. Nothing was left behind. No further complications were reported or anticipated.